Event description:
It was reported that per wo evaluation in an arctic sun device, entering bypass mode triggered alarm 001, coinciding with the flow rate dropping to zero. The pressure readings - inlet pressure (ip) remained at 1.0 psi. Further inspection revealed a damaged green wire within the I/o manifold harness connected to the pressure transducer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.